Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿the infusion was not smooth and the infusion speed was very slow¿. The product in use at the time is reported to be a mz1000 china from lot 22045851. As part of the feedback, the customer confirmed that the reported issue was identified during infusion. Furthermore, they confirmed that there were no damages on the reported component and no storage abnormalities of the infusate. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22045851 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxzero needleless connector was under infusing the following information was received by the initial reporter with the following verbatim: on (B)(6) 2024, after connecting the infusion set to the patient's infusion, it was found that the infusion was not smooth and the infusion speed was very slow. After readjusting the connection between the infusion set and the connector several times, the infusion speed improved.